Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Device was not returned to manufacturer. However, screenshots indicate that the "voltage check blower" is okay, but the blower is not working. "Blower current" remains at zero while "voltage check blower" is stable. Logs indicate problem is pending since april 2018. Alarm 241 - "temperature of blower high" and alarm 240 - "temperature of blower too high" were active several times before the blower finally got defective. Blower temperature was up 112 degrees celsius. Also, alarm 389 - "no o2 dosing possible" is visible in the logs.

Event description:
The customer reported alarm 316 - "blower failure" while using bellavista 1000. At this time, there is no information regarding patient involvement with the reported event.